Event description:
The hospital reported that patient name and procedure information stored by the software was not recalled for the appropriate patient (i.e., info for another patient was substituted for that of the intended patient). No injuries were associated with this report.